Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor implanted: (B)(6) 2016; 5086mri lead implanted: (B)(6) 2011.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Output was reduced to resolve the stimulation and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months later the patient had still been experiencing intermittent diaphragmatic stimulation and complained of an occasional hiccupping sensation. No further occurrences were reported at a subsequent device check.